Event description:
Info received indicates the bed exit system sends signal through the nurse call but there is no local audio alarm.

Manufacturer narrative:
The tech isolated the issue to the piezo speaker on the bed exit circuit board. He replaced the bed exit circuit board to repair the bed.